Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this rv lead was not pacing when required. The impedances were less than 200 ohms and there was noise present. A new lead was implanted. No explant date was provided.